Event description:
The event is reported as: complaint alleges: customer called to report that "after surgery, it was noted the needle holder was missing the tip". It is unknown when the broken piece in the lockbox came out; however, it was found by the surgeon. The device was not used on the patient. No patient injury reported.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.